Event description:
It was reported that cgm showed repeated malfunction error 42 twice within 24 hours and pump required replacement. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump as backup therapy while replacement was arranged, confirmed understanding of how to place pump into storage mode, reprogram pump settings, and reconnect cgm to replacement pump, and was instructed to return faulty pump within 10 days, which customer acknowledged.